Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6) 2026. On the day following the procedure, the left ventricular (lv) lead was noted to be dislodged, which was confirmed by chest x-ray. The lv lead was subsequently explanted and replaced on (B)(6) 2026. The patient remained stable.